Event description:
It was reported that customer received cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset error did not reappear and customer successfully started new sensor session.